Event description:
Alleged the head section is drifting slowly.

Manufacturer narrative:
The facility found the head drive brake assembly was oily. The facility cleaned the drive assembly to repair the bed.